Event description:
It was reported that the customer experienced a blood glucose (bg) level of 430 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to urgent care. Customer subsequently went to the emergency room and was treated with insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.